Manufacturer narrative:
Correction- d1- brand name should have been proclaim¿ 7 elite implantable pulse. Generator rather than scs conventional ipg. Correction- d4- model should have been 3662 rather than nmd0005. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. Further information was requested but not yet received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that patient experienced pain at ipg pocket site. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that surgical intervention was undertaken on 14 june 2024 wherein ipg was explanted and replaced in the same pocket just shallower to address the issue. Ipg site pain has resolved.